Manufacturer narrative:
The scissors insert (cev607u) was returned for evaluation: the device history record (DHR) was reviewed and no anomalies related to the reported failure were observed. The investigation verified the complaint reported by the customer as valid. Evaluation identified the scissors protection was broken at the wire side. According to the customer, this event happened by removing the instrument from the trocar and the trocar is not an integra microfrance product. No manufacturing defect was found. This event is likely due to a bad handling of the device during the storage or the reprocessing which can weakened the device. Moreover, the trocar used is not integra microfrance product. The instructions for use (IFU) mentions to "carefully insert and remove the instruments from the trocars.","we recommend you to use microfrance® trocars." And "inspect components for any damage. If damage is observed, do not use the instrument until it is repaired.".

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during surgery, when removing the instrument from the trocar, there was contact between the isolation sleeve of the scissor (cev607u) and the trocar. This led to breakage of the plastic sleeve and a fragment fell into the patient. The trocar used was not an integra microfrance trocar. No patient injury or significant increase in surgery time occurred.